Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2015 stent was implanted at common bile duct. On (B)(6) 2015 it was endoscopically discovered that it is missing the covered part.